Manufacturer narrative:
Other, UDI information is unknown. Premarket (510k) number is unknown. A product sample was received for evaluation. Visual and functional testing were performed. The product returned was used and was without its original packaging. Under visual inspection, it was observed that the pointer was not in the zero position. Further investigation showed that the cuff inflator no longer had its rubber display protector and that on the display there were damages to the entrance point. These types of damages are indicative of unauthorized repairs to the device. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the reported issue could not be proven though the most probable root cause would be a hit or drop damage caused by the customer during use. The lot number provided was not valid; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4).

Event description:
It was reported that during a pre-use check, the customer noticed that the gauge's zero point was out of the correct position. No patient injury was reported.